Event description:
The date of event is unkown. The event timing is unkown. There was no report of patient harm. No knowledgement of adverse event refer to expiration date as complaint notification customer advised: no video image

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable.

Manufacturer narrative:
During pentax internal review, the same event was filed under MDR (9610877-2022-51144) which was submitted. Therefore, MDR (9610877-2022-00462) filed on march 2, 2022 is considered a duplicate report.